Event description:
A trilogy100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed a test step for pressure sensor calibration. The device's sensor board was replaced to address the issue. In addition, the lcd display was damage therefore the lcd display was replaced as well. The inlet air path assembly and removable air path foam was replaced per remediation. There were no visible foam particles.